Event description:
The company was informed that two months after initial surgery, the patient's implant site was swollen with secretion full of fluid. The patient was treated with antibiotics for 10 days. On (B)(6) 2013 a culture was taken and antibiotic therapy (klaritromicina, celestramine ns and ceftazidima) was administered for 10 days with partial improvement. Two weeks later the secretion returned. On (B)(6) 2013 the wound was open and the internal device was visible. The patient was hospitalized on (B)(6) 2013. The patient's device was explanted.